Event description:
It was reported that the patient experienced bruising and subsequent pocket erosion around the site of the implantable cardioverter defibrillator (ICD). Also, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The health care professional (hcp) planned to explant the ICD system due to a pocket infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient experienced bruising and subsequent pocket erosion around the site of the implantable cardioverter defibrillator (ICD). Also, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The health care professional (hcp) planned to explant the ICD system due to a pocket infection. No additional adverse patient effects were reported. Additional information was received indicating the ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced bruising and subsequent pocket erosion around the site of the implantable cardioverter defibrillator (ICD). Also, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The health care professional (hcp) planned to explant the ICD system due to a pocket infection. No additional adverse patient effects were reported. Additional information was received indicating the ICD was explanted. No additional adverse patient effects were reported.